Event description:
Single spring full electric frame bent in transport. As per dealer bent top sticks. He said in order for that part to stay flat it has to be pushed down. But when you let go it pops back out making the bed tight and not easy to move.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.